Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with fingerstick glucose as high as 391 mg/dl and levels above 180 mg/dl for approximately 19 hours; alerts for glucose above 300 mg/dl for over 90 minutes occurred, and the user replaced a teflon 6 mm, 23-inch infusion set after which glucose began trending down, suggesting possible site absorption issues. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed an unclear cause of hyperglycemia with potential contribution from infusion site absorption. It was concluded that the event involved hyperglycemia with cause unclear, and user was advised on site management.